Manufacturer narrative:
Rolling against a threshold / small steps and then broke the left front fork off, so the wheel fell off. Was on an outing during the incident. The futura is the same /similar to all invacare rollators which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in (B)(6).

Event description:
Rolling against a threshold / small steps and then broke the left front fork off, so the wheel fell off. Was on an outing during the incident. The futura is the same /similar to all invacare rollators which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in (B)(6).